Manufacturer narrative:
(B) (4) - type ii endoleak): evaluation results and conclusions: aneurysm enlargement, type ii endoleak.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 43 months ago. It was reported that the 31 months post implant the aneurysm measured 57 mm x 53 mm. It was reported the patient has had a persistent type 2 endoleak which required coiling/glue of the sac via lumbar arteries, in the past. The patient has no other endoleak, and the device has not migrated from the renals. The aneurysm sac currently measures 60 mm x 56 mm, and it has an appearance of a possible infection, however, this was unable to be verified. The physician elected to perform a renal to femoral bypass from the left renal artery. A 30 talent cuff was placed at the renal artery, and then a 28 cuff to bridge the 30 cuff and the bifurcated stent graft for better overlap. There were no clear endoleaks or migration, but the aneurysm sac was encroaching the proximal seal zone. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information: it was reported that there is now a distal type 1 endoleak of the right limb (ipsilateral). The limb is actually in the aneurysm sac. There is 2.5-3 cm of common iliac artery length, so the physician plans to extend it with a 16mm aneurx limb. The 30x30 talent cuff was placed for the proximal endoleak and migration last year also appears to have migrated distally 6-7 mm; the aneurysm sac is also much closer to the left renal now. There is very little room between the renal and the aneurysm sac, whereas in last years study there appeared to be about 15 mm. So, both aneurysm encroachment and apparent migration are related to this event. The type I endoleak of the right iliac was fixed with a limb. A 32 mm endurant cuff was placed proximally for the type I endoleak successfully. The left renal artery was already covered by the aneurysm encroachment before the intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak).